Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 34 position on (B)(6) 2016. One month later after the implantation, the practitioner has found that the implant failed to integrate. Nb : complaint file (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
Implant fails to osseointegrate.